Event description:
The complainant reported upon insertion of impella cp into left ventricle, notable kink in cannula visualized just distal to the outlet. In auto mode flows were 1.5 l/min. The doctor attempted to manipulate catheter to release kink but was unsuccessful. Decision made to remove impella and replace with new device. Kink noted on fluoro until device was in abdominal aorta upon removal. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
H6: omitted code a150204 per information in the complaint file. Added code g04019 h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ==> data log was not returned for review. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Difficult to advance: the cause of difficult to advance was most likely due to patient condition. Low pump flow: the cause of low flow was most likely kinked cannula. Cannula kink: the cause of cannula kink was most likely due to patient condition.

Manufacturer narrative:
After case review the decision was made to replace failure to advance by difficult to advance. Add low pump flow since pump was able to go through aortic valve and run with low flow. Added hemodynamic instability due to device revision or replacement.b1, b2, h1, and h6 updated based on evaluation.